Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive buttons due to corroded keypad traces. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The pump was received with missing end cap sticker.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 142 mg/dl. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.